Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the pump had an early end of service (eos) date. The pump was replaced on (B)(6) 2025 and would be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G3: additional information provided by the rep indicated that they were notified of the event on (B)(6) 2025. H3: analysis determined the pump reached end of service (eos) based on time progression, as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the rep was notified of the event on (B)(6) 2025. The patient did not experience any symptoms yet as they were able to replace the pump early enough. The implant date of the pump was 2023. The exact date was unknown at the moment. When asked when the issue was first observed, it was stated that the hcp realized the early eos on the (B)(6) 2025 and immediately contacted the rep. The name of the health care providers associated with the event was provided. It was stated that the pump had been replaced on (B)(6). The cause of the event was not known. It was stated that the event resolved. According to the attachment provided of the long report, service code 227 [caution: therapy may be discontinued. Pump has achieved elective replacement indicator (eri). To avoid discontinuation of therapy, plan a pump replacement by (B)(6) 2025] was seen. In the system event logs session, a non-critical alarm - exchange indicator (eri) was seen on (B)(6) 2025 at 16:31.